Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin continued to drip after the motor stopped during the manual prime process. She was unable to exit the preparing to prime loop. Her blood glucose level was 389 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.